Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), the backlight inverter pcbs, the oxygen (o2) cell, and installed the latest software revision to resolve the issue. The unit passed all tests, calibrations and was found to be operating within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator shut down. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.